Manufacturer narrative:
(B)(4). Product evaluation indicated that there was no defect found with meter. Most likely underlying root cause of malfunction: user had strip issue, user had high glucose result. Manufacturer acknowledged lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (B)(4) 2014.

Event description:
Consumer complaint of blood resulting reading of "hi". Customer stated that she normally gets a result of 144mg/dl-164 mg/dl with this meter. The customer performed a back to back blood test, hi and hi. The customer states that in june/ july she had to go to the hospital because of high results obtained. Reviewed the last five blood results from the meter memory: (the time is not set). 57 mg/dl, 11-16, ~11:40 am (son's result); 127 mg/dl, 11-16, ~11:35 am (husband's result); 88 mg/dl, 11-16, ~11:30 am (husband's result); hi, 11-16, ~11:25 am (customer's result), the customer ate toast and an orange within the last hour. 451 mg/dl, 11-12, am (customer's result), before eating breakfast. No adverse event reported. Performed blood test at the time of the call, result was "lo". Reviewed the last five blood glucose results in the meters memory, but the time and date were not set correctly: on (B)(6) 2014 - lo; on (B)(6) 2014- lo; on (B)(6) 2014 - lo; on (B)(6) 2014 - lo; on (B)(6) 2014 - 150mg/dl. No adverse event reported.